Event description:
Baxter sales rep was informed by customer of a leak in this set. Customer was contacted for additional information. Customer could not confirm exact location of leak. No patient injury was reported. Leak occurred during priming of set.

Manufacturer narrative:
Samples have been requested for evaluation. Upon receipt of samples, a follow up report will be filed. Review of the complaint history reveals similar issues have been reported for this product code.